Event description:
It was reported that the medication bag inside the cassette is splitting at the seam when being filled. No patient injury was reported.

Manufacturer narrative:
Functional testing was performed on two samples retuned from the same affected lot. The returned samples were received in unused conditions within their original packaging. Per visual inspection on the two nits received no splitting defect were confirmed. Leak testing on the samples received was performed using a syringe to look for unusual functions. No splitting were confirmed. No other analysis was performed. No root cause has been identified since the units did not present any adverse condition. At this point no corrective actions are required since the units did not present any adverse conditions. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08350 is no longer considered reportable, please disregard any MDR reports associated with it.